Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device falsely alarmed upstream occlusion. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and a evaluation is in progress. When the evaluation is complete, a supplemental report will be submitted.